Event description:
Pt reported, the infusion device displayed an error 8 (power interrupt), an error 7 (electronic error), and the vibration alarm is defective. Pt reported not trusting bolus delivery via the infusion device and has started to use the pen. Pt is still using the infusion device to deliver the basal rate. Pt reported the blood glucose level is okay. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.